Manufacturer narrative:
Visual inspection of the catheter showed the distal end was curved to the right. The torque hole was missing adhesive and dried body fluid was inside the hole. Dried body fluid was also present on the handle, main shaft and distal end. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlocked positions; however, higher than normal resistance was felt when actuating the steering mechanism. When the steering knob was rotated counter-clockwise, the left curve did not form properly due to the quantity of dried fluid inside the distal end. The center support was also bent along the distal end. Electrical continuity testing, while manipulating the shaft, revealed no open circuits, as checked manually using a multi-meter and breakout box; however, the magnetic sensor was shorted in all three curve configurations. All electrode and thermistor resistances measured in specification and were typical. The torque hole backfill adhesive was missing, allowing body fluid to enter the distal end cavity, which shorted the sensor.

Event description:
This event is reportable upon device analysis completed january 8, 2020. It was reported that after the first ablation with the intellanav st catheter, the maestro generator displayed an error message "communication error while reading abl in (badhdr) (1201)" and the catheter image and egm disappeared. Restarting the signal station and workstation did not resolve the issue and it was necessary to exchange the catheter. The procedure was then successfully completed without any patient complications. However, returned device analysis revealed that the torque hole backfill adhesive was missing, allowing fluid ingress into the distal end.